Event description:
On (B)(6) 2019, a revision surgery was performed under general anesthesia. The hakim catheter stylet (82-3041) and the hakim valve were removed from the patient body. The abdominal catheter (82-3045) was removed from the patient¿s body during the surgery, and it was implanted again. The obstruction of the abdominal catheter was suspected. Patient is recovering well.

Event description:
N/a.

Manufacturer narrative:
UDI (B)(4). Sample was received for evaluation. Failure analysis: the valve was visually inspected; the needle guard was raised. The valve was flushed and occlusion was noted due to the raised needle guard. The needle chamber was dismantled. Glue traces were noted on the needle chamber base, the needle guard was bent. The root cause for the occlusion is due to the raised needle guard. The root cause for the raised needle guard disc is due to handling (as noted in the IFU: do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway). No lot information was provided therefore no manufacturing records could be reviewed. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that one month after valve implantation its ventricular catheter side is obstructed. It was confirmed in the middle of (B)(6) 2019. Therefore the catheter will be removed and exchanged to a new catheter when the patient¿s condition is stable. The concomitant valve is 82-8804, and the distal catheter is 82-3045. No further information was provided by the hospital.